Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per customer photo that shows the implant was pulled out from the suture assembly. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3632 fibertak® suture anchors suturetape thread fell apart when it was pulled. This occurred during a case, after passing the suturetape through the cuff, when the knots were started to lock the anchor, the suturetape thread fell apart when it was pulled.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.